Event description:
A microdriver was inserted into a pt for the treatment of a coronary artery lesion. The physician attempted advancement of the stent delivery system to the lesion site but encountered excessive resistance and difficulty. Upon withdrawal of the delivery system, the delivery system "popped" and broke. Since the stent delivery system did not reach the lesion site, it is believed that the device did not exit the guide catheter. The distal portion of the detached delivery system was still outside the pt and the physician was able to use a kelly clamp to retrieve the detached delivery system. The lesion was treated with another manufacturer's stent. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
The device has been returned and its analysis is completed. The device was returned broken into two pieces. The characteristics of the break points on the device are consistent with the shaft being kinked and re-straightened prior the shaft breaking. The reason for the resistance experienced by the physician is unk. The root caused of the damage to the device maybe due to the aggressiveness of the physician during handling and advancing delivery of the device to the lesion site. Incorrect technique/procedure (IFU states if resistance encountered, do not force passage, use short strokes when advancing delivery system).